Event description:
This ra lead was implanted on (B)(6) 2008. It was noted at a device change out on (B)(6) 2012 that this lead chronically dislodged. Lead remains in service. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).